Event description:
Baxter reports a leakage between ti-adapter and patient adapter occurred. The transfer set had been in place for 60 days. No patient injury or medical intervention was reported.

Manufacturer narrative:
This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product code for the reported issue.